Manufacturer narrative:
The patient and device codes in f10 were coded by the manufacturer. Patient codes: (B)(4) labeled. Device codes: (B)(4) labeled (B)(4) not labeled (B)(4) labeled. (B)(4) labeled. Internal file number - (B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code (B)(4) - excessive force. Evaluation summary: visual inspection was performed on the returned device. The separation was confirmed. The deflation issue could not be replicated in a testing environment due to the condition of the returned device. The investigation was unable to determine a conclusive cause for the reported deflation issue; however, the reported difficulty to remove and shaft separation appears to be due to operation context of the procedure as the device was removed partially inflated while under resistance. It should be noted coronary dilatation catheters (cdc), trek rx, instructions for use states: if resistance is felt, determine the cause before proceeding. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a patient with st segment elevation myocardial infarction (stemi) in the mid right coronary artery. For pre-dilatation, the trek rx 3.0 x 15 mm balloon dilatation catheter was inflated once to 10 atmospheres but after three attempts, the balloon only partially deflated. When the device was pulled back with force, the shaft separated in two pieces inside the anatomy. The guide wire, guiding catheter and balloon dilatation catheter were all removed as a single unit leaving nothing inside the patient. There was reported resistance with the anatomy due to the partially inflated balloon. The procedure was successfully completed with no further dilatation required and a drug eluting stent was implanted with good outcome. There were no reported adverse patient effects or clinically significant delay. No additional information was provided.